Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states when the end user alleged going down a ramp and after releasing the joystick to stop, the chair will continue to roll 6 feet without stopping.